Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen malfunctioned. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the part number of the touchscreen to order and replace. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on 03nov2023, 04dec2023, and 11dec2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.